Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net remote transmission that the right ventricular lead exhibited noise and lead fracture was suspected. Due to this, tachycardia therapy was programmed off. The patient was stable and did not experience any adverse consequences.